Event description:
During a starr procedure, the first instrument stapled but did not cut. A second like device was used and it cut but did not staple. A third like device was used to complete the procedure. There was no pt consequence.